Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the foot of the device did not fully collapse causing the device to get stuck. The device was eventually removed without intervention. The sutures of two new prostyle devices were successfully pre-placed and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Factors that may contribute to difficulty closing the foot include, but are not limited to, tissue or suture caught in the foot. The inability to retract the foot likely contributed to the difficulty to remove the device. A conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from yes to no.